Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) being intra-operative and the surgeon noticed blood underneath the plastic sheath between electrodes. There was visible damage to the lead and it was considered an insulation breach. Impedances were measured and came back normal. This was after stage 1 implant and the lead was replaced due to the issue. There were no associated symptoms. The patient recovered without sequela. The patient&#38112;indications for use were unknown.